Event description:
A ventilator was returned to the manufacturer for service due to alarming. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center a failure of the device's power management board was observed. The device's power management board was replaced to address the issue.